Event description:
The patient reported that it was not working. The patient could not get it to work and it was thumping. The patient reported that it did not work when she stands up or sits up and did not even work when she laid down. The patient had stimulation turned on continually and initially it was only working when she was laying down but not when she was standing or sitting up, and then it started to thump and now the patient reported that it did not work if she lays down. The patient¿s husband additionally reported that the patient had made some adjustments to the parameters; he suspected that she made changes to amplitude and pulse width. The patient had an appointment to see the manufacturing representative on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted:(B)(6) 2007, product type: recharger, product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted:(B)(6) 2007, product type: lead.

Event description:
Additional information was received on (B)(6) 2015 indicating that the thumping was a result of her lowering the rate to 7hz. The rate and parameters were adjusted so they could not accidentally set it too low. This issue was resolved.

Manufacturer narrative:
(B)(4).